Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04268. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 24 x 3.50 rebel¿ stent was advanced together with a non-bsc guide extension catheter to treat the lesion. However, the device failed to cross the lesion and upon removing the device, it was noted that the stent struts were flared. Subsequently, a 20 x 3.50 rebel¿ stent was advanced; moreover, the stent struts were also deformed for this device. The device was removed from the patient's body and the procedure was completed with another rebel stent. No patient complications were reported and the patient's status was fine.